Event description:
On (B)(6) 2025, the user reported experiencing a hypoglycemic event resulting in loss of consciousness. They stated they were alone at the time and were found on the floor after consuming carbohydrates earlier in the event. No medical intervention was reported. Additional training and a factory reset were completed with a clinical team on (B)(6) 2025. The user reported improved outcomes following these interventions.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.